Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Cue health customer success manager reporting three suspected false positive results using cue covid-19 test for home and over the counter (otc) use on behalf of customer. (See case: (B)(6) for other two reported false positive results). Customer reported to cue health customer success manager that their co-worker experienced a false positive result on an unknown date using cue covid-19 test for home and over the counter (otc) use cartridge lot: 21622j. No further information available including test dates, patient specific information, cue reader serial number, or if any alternate covid-19 tests were taken.